Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the permanent cautery hook instrument energy release was unstable. The procedure was completed with no report of patient injury.